Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon inflation difficulties were encountered and the balloon would not deflate. The target lesion was located in the non-tortuous, non-calcified, 90% stenosed first diagnonal artery (dx1). The dx1 lesion was reached by crossing through a previously placed stent which covered the ostial dx1. The lesion was predilated with an unk 2.00 mm balloon at 14 atms. A 2.50 x 12 mm taxus express2 drug eluting stent was advanced to the lesion. Upon deployment only minor balloon inflation was seen when dialed up to 18 atms, after approx 15 seconds the balloon was dialed up to 20 atms and fully inflated. After deployment the physician attempted to deflate the balloon, but could not. A syringe was used to pull negative on the balloon three times, but deflation was again unsuccessful. Deflation was finally removed, while still inflated. No pt complications were reported and the pt was discharged to home the following day. The pt status is reported as 'satisfactory/good'.